Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly recurring dislocation.

Manufacturer narrative:
Additional information received on 07/20/2017. Updated patient information, item number, lot number, and hospital information.